Event description:
It was reported that high shock impedance were observed for vectors including the can. Header issue was suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of an impedance measurement anomaly was confirmed. During bench testing, high shock impedance was observed on the rv to can vector. X-ray inspection of the can identified a broken ground case wire as the cause of the high impedance.